Event description:
New information received notes that the patient was symptomatic and developed a pocket infection due to allergic reaction to titanium.

Event description:
It was reported that the entire pacemaker system was explanted due to allergic reaction to titanium. A new device was implanted with the parylene coating. The patient was stable post procedure.